Event description:
During the cardiopulmonary bypass procedure the tubing in the cardioplegia pump split. The tubing set was changed out. As a result of the split a minimal amount of blood/cardioplegia fluid was lost: no addtional blood or intervention were required to complete the case. There was no patient detriment.